Manufacturer narrative:
D4 - UDI number is not required for this product code. H6 codes: e-submitter has been experiencing difficulty with the codes at the time this report was packaged. We are activing working on resolving this issue with e-submitter. Codes will be provided in a follow up report. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found the sheath tube fractured at approximately 68 mm from the distal end of the device, approximately 32 mm from the distal end of the hub. According to the specifications of this product, the total length of the sheath tube should be 100mm. From this, it can be determined that there is no segment separated and missing from the actual device. The sheath tube also had kinks respectively at approximately 34, 48, 58, 77, 88, 92 mm from its distal end, which had not been reported by the involved customer and therefore was considered to have no cause-and-effect relationship with this complaint. Magnifying inspection of the fracture cross-sections found some edge portions both on the hub side and on the distal side had been slightly elongated. The trace which implied the tube had been pinched with a device, such as forceps, was found on the segment adjacent to the fracture on the distal side. This is likely to have been generated when the actual device was being retrieved from the patient. The cut cross-sections on the hub side and on the distal side were inspected under electron microscope. On both sides the fracture cross-sections were in the smooth state. Some abrasions were found on the segment adjacent to the fracture on the hub side. The cause-and-effect relationship between the abrasions and the fracture of the tube cannot be determined. The sheath tube was cut vertically at an undamaged segment adjacent to the fracture for further inspection. Magnifying inspection of the cut cross-section verified that the wall thickness was uniform with no deformed shape of the lumen. The outside and inside diameters and the wall thickness were measured and confirmed to meet the specifications. Simulation testing was conducted. A sheath tube sample was cut vertically with a single edge. The cut cross-section was found to be in the smooth state, which was similar to that of the actual sample. A review of the device history record and the shipping inspection record from the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found no other report of this nature with the involved product code /lot number combination. There is no evidence that this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the actual device came into contact with a sharp object and the circumference of the tube became cut and the tensile strength was deteriorated. Further pulling force applied to the actual device subsequently fractured the tube completely. The labeling does address the potential for such an event in the instruction-for-use (IFU) with statements such as the following: do not scratch the sheath with needle point, cutting tool or other edged tools. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a fracture on the involved device during a procedure. Follow up communication with the user facility confirmed the following information: a cardiac arrest patient was carried to the hospital by an ambulance; the actual device was inserted into the patient as pre dilation prior to the insertion of a cannula into the femoral vein for pcps (percutaneous cardio pulmonary support); giving up cannulation via the actual device, the surgeon inserted the cannula to the central side by approximately 3 cm; after the initiation of pcps, the actual device was withdrawn; only the proximal segment of the sheath tube came out with no resistance felt and approximately 6 cm of the fractured sheath tube remained in the patient; the groin was cut open and the fractured sheath was extracted; the amount of blood loss was unknown; and due to prolonged suspension of o2 supply to the brain from cardiac arrest, the patient passed away.

Manufacturer narrative:
All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2.